Event description:
During an implant no pacing was observed after connecting the lead with the pacer. When trying to connect the pacer with another lead, normal pacer activity was observed. The "connector part" of the lead was lost at the hosp.

Manufacturer narrative:
An attempt was made to obtain the patient's weight and date of birth. The patient's weight is not recorded, therefore, remains unk.